Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported an informational power on reset (por) condition. The patient's therapy has stopped. The patient was walked through clearing the por with the patient programmer. The por was cleared and the issue was resolved. The indication for implant was radicular pain syndrome(radiculopathies) and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.